Event description:
Information received indicates that during the procedure the tubing to the arterial cannula disconnected. The line was clamped during the case and reattached using tie-bands with minimal blood loss noted. The product was not replaced and was used throughout the case with no patient complication reported.